Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2012. According to the complainant, after inserting the device without issue into the patient, only one cup of the forceps would open, and a "needle" like component was noticed at that side of the device. The device and scope were removed in tandem from the patient and he forceps was then cut to be removed from the scope. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. Reportedly, the device was not inspected/tested prior to use. Additionally, no other device damage was noted during the case. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, after inserting the device without issue into the patient, only one cup of the forceps would open, and a "needle" like component was noticed at that side of the device. The device and scope were removed in tandem from the patient and he forceps was then cut to be removed from the scope. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. Reportedly, the device was not inspected/tested prior to use. Additionally, no other device damage was noted during the case. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
A visual examination of the returned device found the device cut and the needle tail was bent and protruding out of the clevis. No issue was noted with the device wires. Additionally, no abnormalities were noted with the device riveting and crimping which were within specifications. Functionally, the returned unit was not tested due to the sample return condition (device cut). The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation found that the needle tail was bent. There are controls in the manufacturing process that verify product integrity and avoid product performance issues. Additionally an investigation was performed to address needle tail bent issues which attributed them to improper device handling prior to or during use. Therefore, the most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).